Event description:
Drug/diluent: ropivacaine, 0.2 %; fill volume: 550; flow rate: started at 8.0 ml/hr and increased to 10ml/hr; procedure: unk; cathplace: unk. Pump was reported to be a fast flow. Pump was placed on tuesday (B)(6) 2012 at 13:50 hours (1:50 pm) with a flow rate of 8ml/hr. On (B)(6) at 17:21 hours (5:21 pm), the flow rate was increased to 10ml/hr. On (B)(6) 2012, the pump was empty. According to doctor, there should have been 100ml remaining. No adverse event.

Manufacturer narrative:
Method - sample has not yet been received, but was reported to be available. Result - without the actual product, an analysis cannot be conducted. Conclusion - the sample will be evaluated when received and a f/u report will be filed.